Event description:
Complainant alleged that while attempting to cardiovert a pt (age unknown), with a heart rate of over 250 bpm, the device was unable to perform a synchronized defibrillation. The clinician was able to obtain another device to treat the pt. Biomed was unable to reproduce the reported malfunction. There was no adverse effect to the pt as a result of the reported malfunction.